Event description:
It was reported that the right ventricular (rv) lead impedance is high and out of range in bipolar and unipolar. The threshold has also increased. The lead remains in use and will continue to be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-52 lead implanted: (B)(6) 2006. (B)(4).